Event description:
Pt had needle localization and breast biopsy performed on 1/18/96. On 4/9/96, a second biopsy was performed and a two inch segment of the wire used for needle localization was found in the breast. It apears this segment broke off during tissue dissection on 1/18/96.